Event description:
It was reported that when using the bd pyxis¿ es refrigerator, storage space could not be recovered, and the refrigerator door failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, storage space could not be recovered, and the refrigerator door failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.